Event description:
During a hepatectomy procedure, the device registered an "instrument" error after only 3 minutes of application. Even though the nurse retightened the shears, the same error happened. Switching to another generator did not change the error. Switched back to hospital's generator and while running self-test, the shears started emitting metallic sounds after which the lower active jaw totally dropped to the floor. There was no delay in the procedure. Not noted how case completed. No patient consequence.